Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that the no delivery alarm occurred during manual priming. Upon troubleshooting, customer stated that insulin did not exit the tubing and the insulin pump alarmed no delivery. Blood glucose level was 292 mg/dl at the time of the call. No further information was provided.